Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Upon internal review it was noted that the following information was incorrectly submitted to 2951250-2015-00413: follow-up from up 30-mar-2015: the required number of follow up attempts have been completed, without response to date. No additional information was provided. Case closed. Company causality comment:this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and there was a device malfunction on right side, it became stuck in proximal portion of fallopian tube without full deployment (interpreted as device deployment issue, nonserious event). Physician attempted removal however it became too painful/bilateral placement not achieved (considered as device difficulty to remove/failed insertion and serious event due to medical importance). All events are listed for essure in the reference safety information. In this particular case, further details about the essure removal are needed; however since the reported events occurred in association with essure placement procedure a causal relationship with suspect insert cannot be excluded. Also, non serious event dr attempted removal however it became too painful (interpreted as procedural pain) was reported. This case was regarded as incident since the patient will be taken to operating room to attempt essure removal. A product technical analysis was unable to confirm any quality defect or device malfunction at this time and stated that the possibility of a deployment difficulty event during the procedure is an anticipated event. The technical assessment concluded an unconfirmed quality defect. It was not possible to obtain further information.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(4) 2014 which refers to a (B)(6) year-old female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and there was a device malfunctioned on right side, it became stuck in proximal portion of fallopian tube without full deployment. Physician attempted to remove but it became too painful for patient. She will be taken to operating room to attempt removal and proper insertion of a new device. Essure bilateral placement was not achieved. Result and assessment of the product technical complaint investigation received on (B)(4) 2014: final assessment: deployment difficulty is defined as a failure of the micro-insert outer coils to expand from the wound down position. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: 1) rollback to initial hard stop 2) depress button 3) perform final rollback. Under normal circumstances, when the physician completes the proper essure placement steps, the release ribbon should disengage from the platinum half band (welded onto outer coils of micro-insert). Once disengagement occurs, the outer coils should expand. If it does not, this is referred to "deployment difficulty." Several factors can contribute to a deployment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the microinsert from expanding and releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. As of (B)(4) 2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of a deployment difficulty event during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to usability issues. No complaint sample was available at this point in time for further investigation. The technical assessment concluded an "unconfirmed quality defect". The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Ptc global number is (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) year-old female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and there was a device malfunction on right side, it became stuck in proximal portion of fallopian tube without full deployment (interpreted as device deployment issue, non-serious event). Physician attempted removal however it became too painful/bilateral placement not achieved (considered as device difficulty to remove/failed insertion and serious event due to medical importance). All events are listed for essure in the reference safety information. In this particular case, further details about the essure removal are needed; however since the reported events occurred in association with essure placement procedure a causal relationship with suspect insert cannot be excluded. Also, non serious event dr attempted removal however it became too painful (interpreted as procedural pain) was reported. This case was regarded as incident since the patient will be taken to operating room to attempt essure removal. A product technical analysis was unable to confirm any quality defect or device malfunction at this time and stated that the possibility of a deployment difficulty event during the procedure is an anticipated event. The technical assessment concluded an "unconfirmed quality defect". Further information is expected.